Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted along with concurrent transvaginal hysterectomy due to stress urinary incontinence. It was reported that she experienced pain, urethral spasms, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal surgery on (B)(6) 2011, due to urethral erosion. At that time 1-stop was implanted. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted along with concurrent transvaginal hysterectomy due to stress urinary incontinence. It was reported that she experienced pain, urethral spasms, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal surgery on (B)(6) 2011, due to urethral erosion, urinary incontinence, hx of urethral sling mesh erosion s/p resection and type -2 urethra. At that time the patient underwent pubovaginal sling implantation with 1-stop. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.